Event description:
Caller states the patient tested 8.1, 7.8, and 9.1 on the coaguchek xs. The patient was taken to the emergency room (ER) where a comparison lab returned as 1.6 inr. No treatment information provided. Upon reviewing the meter memory, the caller realized that the units were set to %q. The caller had interpreted the values as inr results. When converted to inr the actual results were 1.1 inr, 1.1 inr, and 1.1 inr. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).